Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the display of the patient's position was incorrect. The rep asked how to reorient the device. The battery indicated that the patient was lying on their front but they were actually lying on their back. No symptoms were reported. It was unknown when the event began. The rep didn't think that the patient ever had the positioning quite right and that it was quite possible that this had been happening since implant. Additional information was received from the rep. It was reported that it appeared that maybe the battery had been flipped in the pocket. The rep suggested that the patient book an appointment with a doctor and see if the surgeon thinks a pocket revision procedure is appropriate. The rep was to wait to hear from the doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.